Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional e1 initial reporter name. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 47, female, 145 lbs name of the index surgical procedure/type of foot surgery? Left extensor hallucis longus tendon repair the diagnosis and indication for the index surgical procedure? Left ehl rupture, hallux limitus, left foot. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unknown by patient. On what tissue/layer was each suture (monocryl 2-0, monocryl 3-0) used? Unknown by patient. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown by patient. How was the suture placed (interrupted or continuous)? Unknown by patient how was the suture originally tied (multiple knots, square knot, etc.)? Unknown by patient please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Infection along suture line, abscess formed please provide the onset date/time of infection from the initial surgical procedure. Open wounds with infection occurred since surgical date (B)(6) 2024, wounds did not heal for the last 11 months due to foreign matter (suture). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes were cultures performed? If so, please provide the results. Yes please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Same question as above. Please provide the onset date/time of the reaction from the initial procedure. Reactions occurred since surgical date (B)(6) 2024, wounds did not heal for the last 11 months due to foreign matter (suture). Please describe any surgical intervention or medical intervention performed including medication name and results. Debridement, antibiotics, dakins, mesalt, limited suture removal, acetic acid. What type of treatment was required for the chronic ulcer? Debridement, antibiotics, dakins, mesalt, limited suture removal, acetic acid. When did the bleeding/hematoma occur? Throughout the last 11 months what was the source and triggering event of bleeding/hematoma? Suture what was the volume of blood loss? Unknown by patient how was the bleeding/hematoma treated? Appropriate pressure/dressings were any pre-op cleansing procedures changed recently? If yes, please describe. Unknown by patient. Does the patient have a known allergic history to any medical devices, food and/or medication? Amoxicillin was allergy testing performed? If so, please describe with results. Unknown by patient are there any photos available? Unknown by patient did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown by patient other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event. You would have to ask the physician what is the patient's current status? Infection and abscess due to suture foreign body product code and lot number of the monocryl 2-0 suture? Unknown by patient product code and lot number of the monocryl 3-0 suture? Unknown by patient surgeon¿s name? (B)(6). Will product be returned? If so, please provide the return date and tracking information. Unknown by patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of the index surgical procedure/type of foot surgery? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue/layer was each suture (monocryl 2-0, monocryl 3-0) used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any surgical intervention or medical intervention performed including medication name and results. What type of treatment was required for the chronic ulcer? When did the bleeding/hematoma occur? What was the source and triggering event of bleeding/hematoma? What was the volume of blood loss? How was the bleeding/hematoma treated? Were any pre-op cleansing procedures changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number of the monocryl 2-0 suture? Product code and lot number of the monocryl 3-0 suture? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a left foot surgery on (B)(6) 2024 and suture was used. The patient has experienced post-op complications in the last 11 months from the surgery. The suture did not dissolve and has caused a foreign body rejection/reaction. The patient experienced non-pressure chronic ulcer with fat layer exposed of lower limb, hematoma, blister and nos complications. The patient tested positive for pseudomonas. The patient had x-rays, ultrasounds, white blood cell studies, cultures, steroid injections, blood panels, and antibiotic therapy, additional information was requested.